Manufacturer narrative:
Philips cannot rule out a malfunction of the device. Information received indicated that the medical staff silenced or paused the alarm; it is unknown if staff were already in the room caring for the patient. The customer explained that they don't think that the device contributed to the event, but they explained that the patient was transfer to resuscitation unit and has been intubated. Further attempts to obtain further information have been unsuccessful. No parts were ordered and no repair was warranted. We will consider that the customer resolved the issue and that the device remains in use at the customer site, as no subsequent calls have been logged from this customer for this type of device/issue. No further investigation or action is warranted at this time. Should additional information become available, this report will be reopened for an investigation.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that "following alarm inhibition made by the nurse, the monitor didn't alarm for a brady event". The patient suffered cardiac arrest.